Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that shaft break occurred. The target lesion was located in the right posterior descending artery. After an unspecified stent was successfully deployed, a 12mm x 2.25mm nc quantum apex¿ balloon catheter was advanced for post dilation of the recently implanted stent however the balloon failed to inflate. An attempt was done to remove the device however it was noted that the balloon catheter fractured halfway. The catheter was removed from the patient and the remaining portion of the balloon was removed from the inside of the catheter. No patient complications were reported and there was no impact on the patient due to the device failure.